Event description:
Healthcare professional reported a xen®45 gts was implanted in unknown eye. Pow1, iop was controlled and a bubble/[bleb] formed. Pow2, there was no filtering bubble and iop increased to 18 mmhg. Pow3, flat conjunctiva showing small extrusion at the end of the implant requiring revision surgery. During surgery, the entire implant was noted as exposed and was removed. Hcp implanted a new device.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.